Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A missing low glucose alarm issue was reported with the abbott diabetes care (adc) device. As a result, the customer was not alerted of changes in their glucose levels. The customer experienced symptoms of low glucose and feeling "strange". They were able to self-treat with dextrose and drank apple juice. There was no report of death or permanent impairment associated with this event.